Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Device not returned to manufacturer.

Event description:
It was reported that abutment screw (iunihg) fractured within the implant. Fractured piece of the screw came out within the crown and the other part within the implant. Screw fragment was removed and implant remains implanted. Tooth location 3. Inflammation was also noted.

Manufacturer narrative:
A certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fracture. The entire fractured screw has been returned with no missing pieces. The customer did not claim any issues with the implant. Fractured screw fully removed. No further investigation will be conducted with implant. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Pre-existing conditions noted on the per are bruxism and clenching. The reported device location and usage is unknown. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (1207384). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1207384) for similar event and no other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction with respect to the screw did occur and the reported event was confirmed. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation are patient factors/para-functional habits over the length of the implantation period. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information available at the time of this report.